Event description:
It was reported that the probe broke during the procedure inside the joint. All pieces were retrieved.

Manufacturer narrative:
Alleged failure: back of contour probe (ceramic piece opposite of the face, on distal tip) fell off inside joint the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be the probe came in contact with another hard instrument. Excessive force used when inserting or removing the probe, probe inserted into the obstructed passageway or any forceful impact to the tip of the probe with rigid objects. The probe used as a tool for a mechanical displacement of tissue or bone, or to pry or scrub. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the probe broke during the procedure inside the joint. All pieces were retrieved.